Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 3 to resolve the issue. Isi has received the usm for evaluation. However, failure analysis has not been completed yet. A follow-up MDR will be submitted once the evaluation has completed and if additional information is obtained.

Event description:
It was reported during a da vinci-assisted surgical procedure, arm 3 was having an insertion force issue and not related to the drape. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) 3 to perform failure analysis. The usm was tested on an in-house system, and it passed normal mode. The usm also passed the lissajous test, sensors check, sine cycle, and brake tests. The usm failed the insertion friction test. The complaint was confirmed based on the field evaluation/failure analysis.